Event description:
A malfunction was reported with the pump, displaying malfunction code 3. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy while waiting for the replacement pump, which was to be shipped by technical support. The faulty pump was under warranty, and the customer was informed on how to prepare it for return using a pre-paid label.